Manufacturer narrative:
The pump was returned and analysis found wear on the motor gear. Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 1272 mcg/day) via an implantable infusion pump. It was reported that the patient had increased spasticity and difficulty making a bowel movement. A catheter dye study was performed and the healthcare provider (hcp) was able to aspirate 1 ml from the catheter access port; no alarms were noted coming from the pump. The hcp decided to replace the pump. It was unknown if the issue was resolved; the patient was alive with no injury. It was reported that the explanted device would be returned for analysis. No further complications have been reported as a result of this event.